Event description:
This report was received from global pharmacovigilance (gpv) and this is a clinical report of an observational study from a physician in hungary of peritonitis in a subject coincident with dianeal pd1 therapy for continuous ambulatory peritoneal dialysis (capd). It was unknown whether dianeal therapy was ongoing. On (B)(6) 2010, the subject experienced peritonitis. The cause was unknown. On (B)(6) 2010, the subject began treatment with vancomycin (ip) and ciprofloxacin oral. On (B)(6) 2010, treatment with ciprofloxacin ended. On (B)(6) 2010, treatment with vancomycin ended. The subject had not recovered.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.